Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the device was out of specification. Upon further review of the device evaluation it was determined that the device was within specification in relation to the reported symptom. Component causality was not determined in relation to the reported false air in line alarm.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was not reproduced, but confirmed through review of the event history log. The confirmed alarm was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.